Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the prosthesis placement procedure in a patient with klatskin's tumor, the dilatation was started and the dilator did not progress, and during the attempt to progress the catheter, the same has kinked, making it impossible to dilate. It was necessary to use another dilator. After dilation, the placement of the self-expanding prosthesis was begun, and after the positioning of the prosthesis, the release was initiated, but it did not leave the catheter and did not open. When trying to release the prosthesis, it did not progress neither regress.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Document review: the evo-pc-10-11-8-b device of lot # c1385719 was not returned for evaluation. With the information provided a document based investigation was carried out. The following additional information was also provided in the complaint file: 1. Was the directional button engaged? Yes 2. Did the red marker move as the trigger was pressed? Yes, but at a certain moment it stopped. 3. Was any noise heard from the handle during use? There was a click as if something has broken inside the system. 4. Can you confirm that the catheter which kinked belonged the dilator and not the evo device? It was the catheter that belongs to the evo device. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. Root cause: based on the information provided, the root cause of this event is user error. As per the complaint description ¿during the attempt to progress the catheter, the same has kinked¿ additional information received confirmed that the catheter that was referred to in the complaint description belonged to the evo device. The instructions for use which accompanies the evolution biliary stent system ¿ partially covered devices advises ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization¿ despite kinking the device during the attempt to progress the catheter, the user continued using this device. This is not advised in the instructions for use. As the catheter was kinked, it therefore could not function as intended and would have resulted in the issue experienced by the user whereby they could not release the stent and neither deployment or retraction was possible - ¿after the positioning of the prosthesis, the release was initiated, but it did not leave the catheter and did not open. When trying to release the prosthesis, it did not progress neither regress.¿ document review: prior to distribution all evo-pc-10-11-8-b devices are subjected to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It may be noted that no component review was required as this event was a result of user error and the user continued using this device despite kinking the device during the attempt to progress the catheter. Upon review of complaints, this failure mode has not occurred previously with the lot number c1385719. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with the lot number c1385719. Summary: there is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. Based on the information provided, the root cause of this event is user error. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
Reporting based on the precedence of "flexor kinked/stretched/broke/compressed" during the prosthesis placement procedure in a patient with klatskin's tumor, the dilatation was started and the dilator did not progress, and during the attempt to progress the catheter, the same has kinked, making it impossible to dilate. It was necessary to use another dilator. After dilation, the placement of the self-expanding prosthesis was begun, and after the positioning of the prosthesis, the release was initiated, but it did not leave the catheter and did not open. When trying to release the prosthesis, it did not progress neither regress.

Event description:
During the prosthesis placement procedure in a patient with klatskin's tumor, the dilatation was started and the dilator did not progress, and during the attempt to progress the catheter, the same has kinked, making it impossible to dilate. It was necessary to use another dilator. After dilation, the placement of the self-expanding prosthesis was begun, and after the positioning of the prosthesis, the release was initiated, but it did not leave the catheter and did not open. When trying to release the prosthesis, it did not progress neither regress.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to MFR site as follows: importer site contact and address: (B)(6). Importer site establishment registration number: (B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.